Event description:
Following an atrioventricular nodal reentrant tachycardia procedure, a cardiac tamponade occurred requiring surgery to stabilize the patient. The patient was stable post-procedure but then began to deteriorate while in recovery. An ultrasound was done which confirmed a cardiac tamponade. Cardiothoracic surgery was performed to stabilize the patient. Physician suspects the catheter may have perforated the right ventricle. There were no reports of performance issues with any abbott device.

Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Manufacturer narrative:
**UDI related data quality updates only** model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.